Event description:
In a 2 level unilateral rod construct, a picasso pedicle screw seperated at the mid section of the threaded shaft insdie the vertebral body, per the x-ray image. This was noticed on the 6 week post-op x-ray. No informaiton on surigcal technique was provided. No informaiton on patient anatomy or patient post surgery activity was provided. No harm or injury was reported in pateint. Patient is feeling fine, no pain. No revision surgery is scheduled. Part was left in the patient. Cause indeterminate as seperation in the middle of threaded shaft is not common, but incidental due to overall construct and anatomy factures. Indeterminate but we speculated it is incidental in nature and can be attributed to the unknown patient load having exceeded the mechanical limitation of the rigid construct.